Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was that the patient reported their stimulation was turned off after a long stay in the hospital. Pt said they did not bring their equipment with them to the hospital because they didn't think they would be there long. Pt is now home recovering and reported stimulation is off. Pt said they noticed the issue maybe 10 days ago. Troubleshooting was unable to be performed as pt's phone connection was poor and breaking up. Patient services (pss) disconnected call and tried to call pt back, but got pt's voicemail. The patient mentioned unrelated medical history including having recent surgery. Pt mentioned they have been trying to reach mdt rep but haven't gotten a call back. Pss sent email to field. Pt called back and pss directed pt to turn stimulation back on using white button on top of controller. Pt reported battery levels as 70% controller and 50% implant. Pt reported stimulation successfully turned on; pt said they can always feel the stimulation down their left leg so they know it's on. Pt said stimulator is for treating their back, but the sensation in their leg feels like when you hit your crazy bone, but 1000 time less and it is not unpleasant. Pt said the device/therapy has been a miracle thing for them, and their back is so bad they cannot have surgery. Pt also mentioned they have been trying to reach medtronic rep but have not gotten a call back; pss sent email to field, but did not promise a time-frame for a call back. The  rep replied back indicated that they'd call the patient.

Event description:
Additional information received from the patient. It was reported that the patient felt tingling down their left leg. They never had a problem with that leg. This began pretty much right away after implant and it was difficult to find a comfortable position to sleep. The issue did not resolve when the stimulation was turned off. The patient was redirected to their healthcare provider to address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.